Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms in multiple positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The helix was retracted and dried blood was noted in the housing and neck region. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms in multiple positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.